Event description:
The customer reported software alarm. The customer's problem description information is unclear with all information currently available. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6).reporter phone #: (B)(6).

Event description:
The customer reported the mx700 did not fail to alarm but the alarm will not disappear when the spo2 is back in range. Configuration changes to the settings are needed. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A good faith effort was completed to obtain additional details about the event. A philips field service engineer (fse) clarified there was no allegation of the device failing to alarm. The device issue was that after alarming for spo2 being out of range, the alarm did not disappear from the screen after the spo2 returned to be within range. The fse consulted an application specialist and determined the resolution was to adjust the device configuration. The device is functioning as intended with not malfunction detected.